Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a t12 compression fracture. The patient reportedly complained of pain and post-operative images showed a right-sided hemopneumothorax. According to the report, the bone access needle "may have perforated the vertebral wall and damaged the right lung." Treatments provided for the patient are unknown. Fourteen days post-bkp, the patient was discharged from the hospital. No further complications were reported.

Manufacturer narrative:
(B)(4). (Pneumothorax). (No known device problem). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.